Manufacturer narrative:
Concomitant medical products: product ID 6947-65 lead, implanted: (B)(6) 2005. Product ID 4076-52 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic stimulation. The outputs on the lead were decreased and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.